Manufacturer narrative:
One single 7205687 orbit incisor plus ep-1 blade used in treatment, was returned for evaluation. This device is sold as a box of six; not intended for individual sale. There is no outer damage aside from light surface scratches. The ratchet collar was in place upon receipt. It is unknown whether the device was previously separated in attempt to inspect it. The proximal area is subject to heat. Per IFU: ¿irreversible damage will result from any attempt to disassemble curved blades. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running¿. No obstruction was found. There was a proximal band on the inner blade where it had tarnished. Silver plating process is used to produce a device with less friction. Visual tarnish observation is cosmetic. Silicone is for additional lubrication between inner and outer blades. The silicone and silver improve performance of the device and do not have an adverse effect on the patient. It is possible that the tarnish shed, although there were no wear bands noted. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product, procedure failure that supported the allegation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee arthroscopy, the 4.5 orbit incisor plus was defective and it was shedding metal inside the joint. The surgeon stated the metal in the joint was successfully removed. The procedure was successfully completed without delay using another shaver blade of the same type (orbit) 4.5 mm. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.